Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. (B)(4). At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, it stopped delivering breaths. The customer reported the unit was on a patient when issue occurred but it was reported that there was no patient harm.